Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that the battery release was contaminated, the ring cover was contaminated, two side bail covers were broken, the lead flex cover was contaminated and the battery drawer was contaminated. (B)(4).

Event description:
It was reported that during routine testing, the biomedical engineer found the external pulse generator (epg) had cracked case halves. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.